Event description:
On (B)(6) 2012, the patient's mother contacted animas to alleging that the pump was not recording low cartridge alarms. The reporter claimed the patient received a low cartridge warning on the pump on the morning of (B)(6) 2012 and the low cartridge alarm was not recorded in the pump's history. The reporter confirmed the pump's date and time was set correctly. After the initial call, the reporter called back and reported that the patient received 2 additional low cartridge warnings which were also not recorded in the pump's history. The alleged issue remained unresolved at the time of troubleshooting. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 12/28/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history confirmed the user setting for "low cartridge warning level" was set to 10 units. The pump alarm history and black box revealed two "low cartridge" warnings on (B)(6) 2012 at 10:36am and on (B)(6) 2012 at 6:18pm. The black box shows the insulin left at the time of the warning was "10" units. During testing, a cartridge was filled with 30 units and was detected by the piston rod. A "low cartridge" warning was induced during the investigation by performing a normal 10 unit bolus and a 10 unit audio bolus and both were performed successfully and both were accurately recorded in the pump history. The pump displayed the appropriate "low cartridge" warning on the screen and the warning were accurately recorded in the pump history. The keypad was tested and all keys were responsive to user input. No hypersensitive keys were observed on keypad. The reported complaint was unable to be duplicated during investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.